Event description:
It was reported that pump experienced malfunction and displayed a high blood glucose reading, with value unknown but indicated as high on the pump. Customer¿s blood glucose level exceeded normal range due to this issue; no additional details were provided regarding any further health impact. Customer gave corrective insulin by injection and did not require help from emergency services, and technical support guided pump reset, confirmed malfunction did not recur after reset, and advised continued pump use with instructions to call back if problem returned.